Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 77-year-old woman was admitted with a type two aortic dissection. She underwent a bentall procedure with placement of a mechanical aortic valve and coronary artery bypass grafts to the left main coronary artery, which was dissected, as well as to the left circumflex coronary artery and the right coronary artery, which were also dissected. Following surgery, the patient was supported with an intra-aortic balloon pump due to difficulty separating from cardiopulmonary bypass and continued need for pharmacologic circulatory support. The patient experienced recurrent hypotension, and the decision was made to provide additional right ventricular support. During attempted device placement, the patient required defibrillation and direct cardiac massage by the surgeon on three occasions prior to successful pulmonary artery access and rp flex placement. During insertion of the sheath, a dissection of the iliac vein occurred. A surgical cutdown was performed, and the iliac vein injury was repaired successfully. On (B)(6) 2025, care was withdrawn. The event is being conservatively reported as a patient death; however, the outcome is believed to be related to the patient¿s underlying critical condition and the decision to withdraw life-sustaining therapy.